Event description:
Procedure: right open reduction and internal fixation intercondylar distal humerus fracture. Attempts toward trying to provide appropriate angulation of the screws, stress riser was created within the drill bit and the drill bit did break off within the distal humerus in a non-critical location. This was left in place as this was intermedullary and it was not felt that it was required to be able to retrieve this.